Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis that was manifested by stomach pain. The cause of the peritonitis was not unknown. The patient was not hospitalized for the event. The patient was treated with intraperitoneal (ip) vancomycin injection (1 gm, every 4 days, discontinued) and ip amikacin injection (250 mg, once a day, discontinued) for the event. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.